Event description:
It was reported that the pen needle 31gx5mm 7 pack leaked during the injection. The following information was provided by the initial reporter, translated from chinese to english: "after giving hypodermic injection to the patient, the on duty nurse pulled out the needle, and there were liquid drops at the needle"

Manufacturer narrative:
H.6. Investigation: 1. Lot#9156980dhr was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormality was found. 3. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. 4. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 5. Base on investigation above, the certain cause cannot be concluded at the moment. See h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31gx5mm 7 pack leaked during the injection. The following information was provided by the initial reporter, translated from chinese to english: "after giving hypodermic injection to the patient, the on duty nurse pulled out the needle, and there were liquid drops at the needle"